Event description:
Through journal article "epstein¿barr-virus-positive large b-cell lymphoma associated with breast implants: an analysis of eight patients suggesting a possible pathogenetic relationship", healthcare professional additionally reported "seroma." Healthcare professional also reported "swelling" not related to the device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
(B)(4). Article citation: medeiros, l. Jeffrey, et al. ¿epstein¿barr-virus-positive large b-cell lymphoma associated with breast implants: an analysis of eight patients suggesting a possible pathogenetic relationship.¿ modern pathology, 2021, doi:10.1038/s41379-021-00863-1. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: epstein¿barr-virus-positive large b-cell lymphoma.

Event description:
Through journal article "epstein¿barr-virus-positive large b-cell lymphoma associated with breast implants: an analysis of eight patients suggesting a possible pathogenetic relationship", healthcare professional reported in this study, the clinicopathologic features of eight ebv+ cases of large b-cell lymphoma arising in patients focuses on seven non-invasive patients that was diagnosed with epstein-barr virus. The reporter(s) indicated the following events occurred: " capsular contracture (baker grade unknown). The following events were considered not device related - discomfort, and epstein¿barr-virus-positive large b-cell lymphoma. The treatment included complete capsulectomy and implant removal and adjuvant chemotherapy. Lymphoma received three cycles of adjuvant chemotherapy with rituximab, cyclophosphamide, doxorubicin, vincristine, and prednisone (r-chop), as well as intrathecal methotrexate. Devices were explanted. Side unknown. This captures events for allergan saline devices used in the study.